Event description:
While on a call with a surgeon, he reported that his colleague had experienced an incomplete staple line as a result of tissue being push in the reload. Missing staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not delivered from the reload. At this time, it is unknown what caused the event to occur and if any medical intervention was rendered to the patient. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. Isi has insufficient information to investigate this incident further. If additional information is received, a follow-up MDR will be submitted. A system log review was not performed since there is insufficient or unconfirmed product/event information. No image or video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: while on a call with a surgeon, he reported that his colleague had experienced an incomplete staple line as a result of a tissue pushout event. Missing staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not delivered from the reload. At this time, it is unknown what caused the event to occur. It is unknown at this time if any medical intervention was rendered to address the reported issue.